Event description:
During an wpw ablation procedure: "a 8mm standard curve blaze was initially placed into the lv using a retrograde approach. We mapped along the mitral annulus, looking for an earlier v signal during sinus compared to surface and earliest v signal seen in coronary sinus -distal was earliest-. Rf energy was delivered in the lateral mitral annulus. Heparin boluses and infusion was given in order to maintain act 250-200 seconds while in the lv. We initially had success here, but the pathway returned. Ablating the left lateral mitral annulus induced a junctional tachycardia or unknown clinical significance. At this point, while moving and mapping other locations, the ablation catheter became lodged in the lv, restricted by the mitral valve apparatus most likely. We ordered a stat echo to confirm the echo successfully removed the ablation catheter. Post removal, the echo showed only 1+ mr and no effusion. Invasive bp monitoring with the arterial line showed no hemodynamic compromise during this." Dates of use: 2008. Diagnosis: wpw ablation.